Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the helix locking tool failed to properly engage with the back of the right ventricular (rv) lead. As a result, the rv lead was not implanted and was replaced during the same procedure. The patient remained stable throughout the procedure.